Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 526 mg/dl and a high ketone level. The customer was treated with intravenous saline. At the time of the report to tandem technical support the customer was still in the ER. The cause for the reported issue was due to a cartridge alarm occurring during insulin delivery. The customer reverted to manual insulin injections and declined further follow up from tandem technical support.